Event description:
According to the initial report received via from artivion complaint manager, the protect study patient experienced serious adverse event ((s)ae) #1, described as "expanding aortic arch aneurysm secondary to persistent false lumen perfusion/endoleak following prior type a dissection repair". The amds 5540-ca was implanted on (B)(6) 2019. The event bgan on 21oct2019 with an end date of 06jan2020. Further description of the event per the adverse event form: a follow-up CT imaging after type a aortic dissection repair with amds implantation demonstrated a persistent distal aortic arch entry tear with continued flase lumen perfusion, resulting in rapid expansion of the aortic arch aneursym. Treatment consisted of the patient underwent left carotid-subclavian transportation and thoracic endovascualr repair (tevar) on (B)(6) 2020 to exclude the entry tear and treat expanding aneurysm. A zta-p-36-113 stent was implanted during this procedure. No changes were made to the amds device nor was it explanted. The procedure was completed successfully. Completion angiography demonstrated a small residual late endoleak. The patient was transferred to pacu in stable consition without document neurolic deficit. The event is possibly related to the amds device and the amds implant procedure. The pre-existing disease of debakey type a dissection contributed to the event. The amds device did not malfunction or deteriorate in characteristic or performance. The event could have led to death or serious deterioration in health had suitable intervention not occurred. This event is related to post-market clinical study "protect" and reported retrospectively. This event is relegated to amds5540-ca lot number 4899 with the allegation of expanding aortic arch aneurysm secondary to persistent false lumen perfusion/endoleak following prior type a dissection repair.

Manufacturer narrative:
Please note hde number h230007. This investigationis related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion - formerly cryolife/jotec is accurate or has been confirmed by artivion.